Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During the index procedure, the patient had three endeavor sprint drug-eluting stents implanted. Approximately 17 months post the index procedure, patient death occurred. Cause of death is unknown.